Event description:
A nurse reported that after an intraocular lens (iol) was implanted, the pt had an unexpected postoperative outcome, which caused blurry vision. The lens was exchange one month after initial implantation. No further info is expected.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone and fax. A completed questionnaire was not received. (B)(4).